Event description:
Attorney reported: the pt suffered injury and damage associated with her use of defective product, a bard composix mesh. The pt alleges to have suffered disabling pain and required surgical intervention due to having the patch implanted in her.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.